Event description:
A report was received that the pt's precision system was explanted. The pt has reflex sympathetic dystrophy (rsd) throughout his body and the ipg and leads were causing him discomfort. The pt is reportedly doing well after the explant surgery.

Manufacturer narrative:
The explanted devices will not be returned for eval as they were discarded by the medical facility.